Event description:
The customer reported during fluoro the system made a pop sound and fluoro went out. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. This MDR is related to ge healthcare complaint.